Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. While taking exposures, the application was giving nearly constant "buffer read failure" error messages. When remoted into the image acquisition system (ias) the frame grabber status was changing to "off "and the state displayed "attempted to read or write protected memory. This is often an indication that other memory is corrupt." Similar messages were also found in the error logs. Mobile view station (mvs) computer and pleora were replaced. The system is now fully functional. The pleora has been received by the manufacturer for evaluation, although analysis is not yet complete. No other parts have been received. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was displaying a buffer read failure in the error logs. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned pleora confirmed that the reported event was related to a computer hardware issue. The tester installed the pleora in a test imaging system and the system readied and both 2d and 3d imaging were successful. Intermittent frame rate errors were observed in 2d mode. The reported event was confirmed.